Event description:
The event is reported as: the stapler would not release the staples during a procedure. No pt injury reported.

Manufacturer narrative:
The device was returned for eval. The results of the investigation report reflects the CAPA. Eval, method: DHR review performed. Results: DHR review revealed no similar issues were found during the manufacturing of this lot number. Conclusions: (B)(4) was assigned to perform a depth eval. If additional info is received a follow-up report will be submitted.